Event description:
On (B)(6) 2013, the patient reported that he thinks his infusion sets have been leaking because they are wet. He does not know where the leak is coming from. He stated that the leaks have caused his blood glucose levels to be elevated. The infusion set he was calling about did not have a bent cannula, but he stated that some have been bent in the past. The patient changed the infusion set and his blood glucose level returned to normal. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set was replaced and was requested to be returned for product evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The complaint describing a leaky at the head set connection cannot be verified, the head set meet product specifications. The returned used head set was visually inspected and tested for flow and tightness. Additionally a connector click test has been done. All test results were within specifications. The problem mentioned by the customer could not be reproduced.